Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had issue with sensor. Customer reported of having blood at site. Customer also reported of experiencing sensor glucose versus blood glucose. Customer reported that blood glucose was 400 mg/dl and sensor glucose was 120 and 200 another time, blood glucose was 150 mg/dl and sensor glucose was 50. Issue continued to occur even after customer changed sensor. Customer was advised that sensors would be replaced and customer was transferred.